Manufacturer narrative:
Interrogation of the device indicated the device had been programmed to deliver water. Evaluation of implantable pump serial number (B)(4) revealed the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests during dispense accuracy testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to the manufacturer for analysis without a complaint. The patient's indication for use was non-malignant pain.